Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. The following sections of this report have been updated: corrected b3, b7, corrected h6 device codes, corrected h6 health effect clinical code, additional code added to h6 type of investigation. Per the medical records received, tte performed approximately 3 years and 6 months post implant of the 26mm sapien 3 valve showed the aortic valve leaflets were severely thickened and exhibited normal excursion. Valve leaflet motion was restricted, and there was moderate regurgitation. The patient was placed on anticoagulation medication for treatment of possible valve leaflet thrombosis. Additional tte performed one month later showed mild paravalvular regurgitation, mean valve gradient 45 mmhg, and ava vti 0.53 cm2. The patient was consulted for heart failure nyha class iii. Tee performed showed tavr with leaflets that are thickened, and the anterior leaflet was immobile consistent with severe aortic stenosis. Summary of the tee stated, "no evidence of left atrial appendage thrombus or mass. Heavily calcified and restricted bioprosthetic aortic valve leaflets". Cta confirmed calcification noted involving the prosthetic aortic valve leaflets. A valve in valve was successfully performed with a 26mm sapien 3 ultra resilia valve. Post procedural echocardiographic images demonstrate a well-seated bioprosthetic valve with no paravalvular leak. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided for review and calcification and thickened leaflets were observed on the sapien 3 valve. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Per the existing technical summary written by edwards lifesciences, the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The calcification of the sapien 3 valve was confirmed from review of the medical report and imagery. An existing technical summary by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, the patient had medical history of type 2 diabetes mellitus and hyperlipidemia. It is well known that patients with diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets, as reported. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 valve, implanted in the aortic position, is failing after approximately 3 years and 7 months. The physician stated halt was observed on tee, and the valve had high gradients. A valve in valve was successfully performed with a 26mm sapien 3 ultra resilia valve.